Event description:
A malfunction alarm was reported. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer by providing pump reset information, and after resetting, the malfunction code did not recur. The customer was instructed to continue using the pump and to call back if any issues arose again.